Manufacturer narrative:
(B)(4). Other devices used: catalog #00626001800, trilogy cup positioner, lot #60216686. This report will be amended when our investigation is complete.

Event description:
It is reported the threads of the acetabular shell inserters were found damaged prior to surgery.

Manufacturer narrative:
Visual inspection of the returned trilogy acetabular system cup positioners confirmed that the devices had leading thread damage. The devices exhibited lateral strike marks on the knurled portion of the handle. Lot 60216686 manufacturing records were previously reviewed and conforming. Lot 60289061 manufacturing records were previously reviewed and conforming. Based on the manufacture date, the returned device from lot 60216686 has a potential field age of 11 years and 3 months. The returned device from lot 60289061 has a potential field age of 10 years and 8 months. The frequency of use of these instruments is unknown. These devices are used for treatment. Additional information provided confirmed that both devices were used without the caps. Based on witness marks on the returned devices, impaction of the knurled portion likely contributed to the lead thread damage. The failure mode of lead thread damage in the trilogy cup positioner was previously investigated.